Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the past couple of days they have noticed when they were walking or sitting in their recliner the implanted neurostimulators in their upper butt cheek is flipping sideways. Patient stated when they look at their back it was like there was a bulge out. Agent reviewed with patient that it is normal for the implant to move a little. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.